Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. The device reached end of life (eol) after 3.5 years of service. The impedance measurements were confirmed to be normal. Additionally, the atrial output was 3.5 v and the ventricular output was 2.5 v. The patient was paced at 55% and no shock was delivered. The device was explanted and a new cardiac resynchronization therapy defibrillator (crt-d) device was implanted. No adverse patient effects were reported.